Event description:
The dr was dilating a fluency stent graft in a pt's sfa with a conquest balloon catheter. A 9f sheath was used for the procedure. The conquest balloon catheter was used to post dilate the stent graft(s). The re-wrap tool for the balloon catheter was accidentally delivered through the 9f sheath and it embolized down to the tibial artery. It was identified after a good result of sfa for 3 vessel runoff. The dr observed the foreign body. He removed it by passing a .018 wire through the re-wrap tool and passed a 4 mm balloon over the wire. He inflated the balloon distal to tool. He removed the balloon while inflated (i.e. Fogarty balloon technique) to remove re-wrap tool. The re-wrap tool was removed. The pt did not receive any additional injuries.